Event description:
An infant was admitted with a fever and a urinary tract infection (uti). The nursing staff was attempting to start an IV with the introcan safety catheter. The IV catheter started leaking after being inserted. The patient had to be re-stuck with a new catheter.